Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -16.5/3.5/102 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length, different model and diopter lens due to low vault without rotation. The reporter stated " the surgeon decided to exchange the ticl lens with icl lens to avoid the rotation of the lens, so the diopter for the replacement lens changed to 14.5." It was reported that this exchange resolved the problem. Cause of event was unknown.